Manufacturer narrative:
Investigation eval: our eval of the returned devices was unable to confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotomes were advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model # olympus tjf-140r). The catheters exited the endoscope with the cutting wire facing 12:00 (appropriate orientation is approximately 11:00 - 1:00 o'clock). A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all d.a.s.h. Dometip sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the cook area rep based on comments made by the user. During an endoscopic retrograde cholangiopancreatography (ercp), a cook d.a.s.h dometip double lumen sphincterotome was used. The user reported incorrect cutting wire orientation at approximately 2 o'clock. A sphincterotome made by another company was used to finish the procedure. This occurred with two (2) devices. (See MDR 1037905-2012-00176 and 1037905-2012-00177).